Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. Visual inspection confirms the active tip is broken and the ceramic on the distal tip showed signs of activation. There are marks on the distal heatshrink indicative of misuse against a hard object. No electrical or functional tests were conducted due to the condition of the electrode. This failure is being investigated under supplier corrective and preventive action. Root cause: the current design heavily relies on the epotek within the distal assembly to withstand mechanical stresses during aggressive tissue test and to protect the stainless steel from chemical erosion. During use of an electrode the weld joint between active tip and active suction tube weakens due to mechanical fatigue, chemical erosion and a combination of both (stress corrosion pitting). The weld bridge receives mechanical stresses above yield. Corrective actions involving design changes are being investigated currently. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed two other similar and one other dissimilar complaint for this lot of devices that were released to distribution. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that during an arthroscopic rotator cuff repair (arcr) an output error was noted with vapr 3 generator several times. The surgeon found the part of active tip of the device seemed dislodged. When he wiped the tip with gauze outside the body to check out the abnormality, the active tip dropped. It was brand new and the first use when the issue occurred. It was also reported that no broken piece was left in the patient¿s body. No surgical delay or harm to the patient was reported. The backup device was used to complete the case.